Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory has not received the suspect device for evaluation. A device history record (DHR) review was performed and no issues were found. Air monitoring at the manufacturing plant was also performed and no issues were found. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. The customer has reported that they discarded the affected circuit, so it is not available for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the patient was cultured and tested positive for gram negative culture. The patient circuit was also cultured and also tested positive for gram negative culture, but a different bacteria than the patient.

Manufacturer narrative:
On initial MDR should have been (B)(6) 2017.